Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one j-tip guidewire in a guidewire hoop, one introducer needle and few other kit components were returned for evaluation. Visual, microscopic and dimensional evaluations were performed on the returned device. The j-tip guidewire was noted to be stretched as uncoiling was observed throughout the distal portion of the guidewire. The j-tip of the guidewire was noted to be slightly bent. The flat core wire was protruding the coiled distal portion of the j-tip guidewire. The termination of the flat core wire was observed to be granular. The round core wire was noted within the coiled portion of the guidewire. Therefore, the investigation is confirmed for the reported fracture and identified material separation, stretched, unraveled and deformation issues. However, the investigation is inconclusive for the reported guidewire stuck, failure to advance and difficult to remove issues as the returned sample was not in proper condition to test for the reported issues. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. A definitive root cause could not be determined based upon the provided information. It is unknown whether patient and/or procedural issues contributed to the reported event. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3 section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a 59-years-old patient underwent a port placement procedure using the groshong port s/l. During the procedure it was noted that the puncture needle was blunt. There was no reported patient injury. The guidewire got stuck in the needle and difficult to remove from it. The guide wire broke and could not be used again. A new portcath kit was opened and several attempts were made to puncture the right subclavian vein, but without success. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one j-tip guidewire in a guidewire hoop, one introducer needle and few other kit components were returned for evaluation. Visual, microscopic and dimensional evaluations were performed on the returned device. The j-tip guidewire was noted to be stretched as uncoiling was observed throughout the distal portion of the guidewire. The j-tip of the guidewire was noted to be slightly bent. The flat core wire was protruding the coiled distal portion of the j-tip guidewire. The termination of the flat core wire was observed to be granular. The round core wire was noted within the coiled portion of the guidewire. Therefore, the investigation is confirmed for the reported fracture and identified material separation, stretched, unraveled and deformation issues. However, the investigation is inconclusive for the reported guidewire stuck, failure to advance and difficult to remove issues as the returned sample was not in proper condition to test for the reported issues. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. A definitive root cause could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a (B)(6) years-old patient underwent a port placement procedure using the groshong port s/l. During the procedure it was noted that the puncture needle was blunt. There was no reported patient injury. The guidewire got stuck in the needle and difficult to remove from it. The guide wire broke and could not be used again. A new portcath kit was opened and several attempts were made to puncture the right subclavian vein, but without success. The procedure was completed using another device. There was no reported patient injury.

Event description:
On (B)(6), 2025, a 59-years-old patient underwent a port placement procedure using the groshong port s/l. During the procedure it was noted that the puncture needle was blunt. There was no reported patient injury. The guidewire got stuck in the needle and difficult to remove from it. The guide wire broke and could not be used again. A new portcath kit was opened and several attempts were made to puncture the right subclavian vein, but without success. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.